Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection of the sheath identified numerous kinks. The distal marker band of the sheath tip was kinked and flattened. Functional testing was performed, and the implant was deployed without issue. Product analysis confirmed the reported event of device sheath damage as the distal marker band of the sheath was damaged.

Event description:
It was reported device sheath damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). During the preparation the distal tip of the wds was discovered to be deformed. The procedure was aborted and no patient complications were reported.

Event description:
It was reported device sheath damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). During the preparation the distal tip of the wds was discovered to be deformed. The procedure was aborted and no patient complications were reported.